Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 07-jan-2019, UDI#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was leaking, dribbling, and peeing. The issues started in 2018. The patient stated that they were told the ¿wires came loose¿. They were also told that this could happen in a car wreck or with a fall. The patient had not been in a car wreck but did note they fall all the time. There were no further complications reported or anticipated.